Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the manual override was never used. I guess that they were finally able to open the device pressing the reverse button and then the opening lever as usual. Bailout cam did not hook to the bailout washer allowing the user to push the bailout lever down and reinstall the bailout door. This would disengage the drivetrain from the motor, allowing the motor to run without translating the knife. Device was received with the end effector closed and the closure trigger in the closed / clamped position. Knife was partially advanced into lockout. Test battery was installed and the knife immediately returned to the home position without pressing the knife return reverse button. Examination of cartridge a upon removal from the channel revealed the sled advanced 5mm. The two proximal most rows of staples were raised above the cartridge deck. A second ecr60d was also returned, cartridge b, was also found to have the wedge sled advanced 5mm and the staples in the two most proximal rows slightly raised above the cartridge deck. Neither cartridge had any damage to the drivers or pans. A CT scan of the device showed the bailout cam partially actuated. The crossover gear was not fully engaged with the drive bar. Although the device as received did not fully replicate the event as described by the user, the partially bailed out condition would explain the event. If the crossover gear were fully disengaged from the drive bar with the cam in this position, the motor would actuate without ever translating the knife. If the reverse button were pressed in this condition, the motor would run continuously in reverse only stopping by actuating the firing trigger or removing the battery. The engagement of the crossover gear with the drive bar could have been affected by shipping and handling. The issue of the cam hooking with the bailout washer is being addressed by a design change on the washer. An intra-operative video was received. The evidence in the video confirms that the device motor is running without being able to shut it off. Unfortunately, the root cause of the issue cannot be determined based on the video.

Event description:
It was reported by the affiliate that during a vats lobectomy procedure, when the surgeon closed the jaws on the lung parenchyma, pressed the red lockout button and pulled the trigger, the endocutter makes the normal sound indicating the initiation of the firing sequence but it stops about a second later. The knife has not moved neither has it deployed any staples. The surgeon pressed the reverse button and opens the jaws. At this point the surgeon decides to continue the procedure with a new endocutter and reload. Since the rep was in the hospital, they call him to check on the gun that has failed. The rep in-services the or staff on how to properly load the cartridge to avoid premature lockout with a new reload. When they attempt to fire the device, it starts making a continuous noise as if it was firing but the knife is not moving. The only way to stop the running sound is to remove the battery. They put the battery back on and the same sound continues. They tried it with another battery as well but the same behavior continues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.